Manufacturer narrative:
Five (B)(4) fast-fix 360 curved needle delivery system devices were received. The devices are not serialized and they are not identified within the box of multiple devices. It is virtually impossible to define which apply to which complaint number. The five are all for the same allegation; t2 deployment failure although one device still had t1 and t2 remaining inside the delivery needle track pre-deployed. This device was tested and found to be functional. All devices cycled and actuated as designed. All remaining devices had t1, t2 and sutures absent. All devices indicate some degree of twisting during use. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. ¿t2 non-deployment¿ cannot be confirmed in the condition the devices were received. Device history review found zero deficiencies this product and batch number. No root cause related to the manufacture of the device can be established. From the condition of the devices, user error cannot be ruled out as a contributory factor to the event.

Manufacturer narrative:
An evaluation will be conducted if and when the device is returned. (B)(6).

Event description:
It was reported that the t2 did not release. No harm to the patient was reported.